Manufacturer narrative:
The device was not returned to the manufacture for evaluation. Manufacture is unable to perform inspection.

Event description:
Patient purchased cvi lenses and then started to have a problem with their left eye. Patient was seen by ecp and was diagnosed with a corneal ulcer. The patient was prescribed zymaxid (antibiotic drops) and pred forte. Patient was referred to a corneal specialist. The corneal specialist confirmed the diagnosis (corneal ulcer; resolved on (B)(6) 2015) and rx. The patient was not hostipalized due to the event. This event is being reported in an abundance of caution based on the patient's diagnosis.